Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery (lad), mid lad and first diagonal of lad. The 2.25mm x 24mm promus element plus stent was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual examination of the returned device revealed distal stent damage. Stent struts were bent. Hypotube kinks were present at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No other damage was noted to the catheter. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).